Manufacturer narrative:
The reported event of premature battery depletion, no ble telemetry, and failure to deliver shock that ultimately led to patient death was not confirmed. Based on the information available, it was determined that the device was connected to merlin.net and was functioning appropriately according to the last remote transmission received on june 28, 2022.

Event description:
Related manufacturer report number: 2017865-2023-36471. It was reported that the patient passed away on (B)(6) 2022. The cause of death was due to cardiac arrest. The patient experienced chest pain and then later, was found unresponsive and not breathing. External defibrillation and cardiopulmonary resuscitation were attempted by paramedics, but the patient remained in pulseless electrical activity. There was an allegation from a complainant that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and inabiity to communicate via ble telemetry, while the ICD and right ventricular lead failed to deliver shock, which led to patient death. However, the physician did not allege any device malfunction in regard to shock delivery and no post-mortem interrogation was performed to confirm device function.